Event description:
It was reported that at the beginning of a procedure, when the product switches to the active screen, the pt receives a shock like sensation. There was no reported clinical effect on the pt. The procedure was completed with the same equipment.

Manufacturer narrative:
The product is anticipated for investigation, but it has not yet been received.